Event description:
It was reported that an ilet user experienced an unresponsive touchscreen that allowed slide-to-unlock but did not register other screen presses, with the device charged using an iphone charger and the display showing no screen cracks. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included remote assessment with user-provided photo and video and guided force restart through the mobile app. Investigation of this case revealed a transient touchscreen responsiveness issue that resolved after the force restart, with normal battery level reported. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device software/ui freeze.